Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that pacemaker and leads were removed from the patient due to endocarditis. The system was replaced several weeks later. No patient complications were reported as a result of this event.

Event description:
It was reported that pacemaker and leads were removed from the patient due to endocarditis. The system was replaced several weeks later. No patient complications were reported as a result of this event.